Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator error was grater than required. Collimator max error was reduced. Collimator blades were adjusted and the position was checked. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had an initializing collimator error. There was no patient present at the time of the issue.